Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was received which reported that the complete atrio-ventricular (av) block was observed following the valve implant procedure. One week later, a permanent pacemaker was implanted.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the heart rate transiently reached 40 beats per minute (bpm). The following day, complete heart block (chb) was reported and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011995334); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0011959834); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.